Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 24mg/dl and diabetic ketoacidosis. Troubleshooting found that the pump would power off by itself and the cannula was bent. The customer indicated that the site is not changed every 2 to 3 days but only once a month. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer declined further high blood glucose troubleshooting.